Event description:
It was reported that plastic on insert trial has come away from crest patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: plastic on insert trial has come away from crest. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the middle prong of the atun rev rp insrt trl sz4 16mm has chipped. No other defects were observed. This type of damage is consistent with other tools. And hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed. As the observed, condition of the atun rev rp insrt trl sz4 16mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "plastic on insert trial has come away from crest". The product was not returned to depuy synthes, however photos were provided for review. See attachment microsoftteams-image (19).png, microsoftteams-image (20).png. The photo investigation revealed that the base post part of atun rev rp insrt trl sz4 16mm was chipped off. The observed condition of the device was consistent with a unintended use error that may have been caused by some other sharp tools came in contact with it. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the atun rev rp insrt trl sz4 16mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.